Event description:
The customer reported that the system displayed a communication error and locked up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The voltage on ffb power supply was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.